Manufacturer narrative:
Date of initial report : 2017-06-23. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an activation issue in which the device did not activate. Another ligasure device worked successfully to complete the case. Additionally the customer stated there was no insulated coating on the device.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report : 2017-07-25 one (B)(4) was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found that the top jaw overmold is completely missing and not returned. In addition, the device rod insulation is damaged and missing. The customer reported device did not activate. The reported condition was confirmed. The investigation found that regrasp alarms sounded continuously and the device could not be activated. An end tone and seal cycle could not be completed. An rfid data log was pulled from the device and the data showed that the device was used on four separate occasion. The investigation identified the root cause of the reported event to be user error for subjecting the device to multiple uses. The IFU warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device.if information is provided in the future, a supplemental report will be issued.

Event description:
New information: the device was received for investigation and the top jaw overmold is completely missing and not returned. In addition, the device rod insulation is damaged and missing. The customer does not know if anything fell into the patient, however, the customer stated there was no patient injury. This device was re-used on four separate occasions per rfid log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.